Event description:
#Medwatcher #(B)(4). Rapid deterioration of teeth. Dentist never told had essure procedure as I did not know a correlation. X-rays show rapid deterioration and dentist baffled. Teeth (no cavities in past prior) show like they are deteriorating and a person (B)(6) years my senior.